Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: component code was added: 4755. H6: tyoe of investigation codes were added: 4109 and 3331. H6: investigation code was added: 3211. H6: investigation conclusions code was added: 4310. The complaint reported damaged internal threads on a biomet implant. The product was returned and the reported event was confirmed following functional testing. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot (2017091790) revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot (2017091790) and no similar event or complaint was found. Functional testing was performed with an applicable in-house screw. The implant failed to assemble with the screw that couldn¿t thread ¿ the implant drive feature (internal threads) were damaged. However, the reported event couldn't be recreated. The complaint is related to the functional performance of the device. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is patient factors (overloading, bruxism¿) or excessive torque used during placement. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #13 was removed due to the internal threads being stripped after crown was removed.